Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed recharge antenna failure, intermittent no device found message and worn donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) on 30may2024 regarding an external device. The reason for call was patient stated the controller battery was depleting quickly starting a couple months ago. Patient said they would charge the controller from the wall, but before they could even plug in the recharger, the controller would say the battery was low. Controller battery was also depleting quickly while charging the implant. Patient did not see any damage to controller battery compartment or li battery. The issue was not resolved. An email was sent to the repair department to replace the li battery. Per additional information received on 30dec2024, pt called back stating their recharger telemetry module (rtm) was not working. Pt started having an issue a year ago and called in about it, the pt got a new rtm, controller, and the controller battery but issues persisted. Pt had been trying to recharge their implantable neurostimulator (ins) since december 21st and now it would not even recharge the ins. Prior to the ins not recharging they would get the ins charged to 50% then the controller battery would go down to maybe 50% or 0% when the controller battery started at 100%. The rtm cord going into the paddle would get hot and they also got messages of can't find the device and system problem rm03 even after they reset the controller. During call pt verified no damage to the rtm or to the controller charging port. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.